Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, it froze at the six images screen and would not complete the power on self-test (post). The single board computer (sbc) printed circuit board (pcb) was found to be defective. A visual inspection was performed and no defects were observed. The sbc needs to be replaced. A quote was submitted to the customer and is awaiting approval.

Event description:
It was reported that during patient use, a ventilator touchscreen was erratic. The patient was transferred to an alternate device. There was no report of patient harm as a result of this event. Additional information was requested but not received.